Event description:
The patient reported that sometimes the up button of the infusion device does not work. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.